Event description:
A caller reported experiencing occlusion alarms. There was no adverse impact on the customer¿s blood glucose level. Tandem technical support instructed the caller to perform several corrective actions, including disconnecting the tubing, tightening connections, and delivering boluses. Despite recurring occlusion alarms, the bolus eventually completed successfully, and the customer was advised to replace supplies and resume insulin.